Manufacturer narrative:
Bent pin on bed extender.

Event description:
It was reported by service report that the motion motors did not functions. No pt involvement or adverse consequences are reported.